Event description:
It was reported that for the involved cinchlock ss anchor. After anchor insertion, while tensioning the tape, the tape physically broke through the side of the anchor. The suture itself remained intact, but the anchor failed. After these failures, the surgeon made the decision to abandon the labral repair and instead debride and remove the patient¿s labrum.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.